Manufacturer narrative:
The device was evaluated in the field, and the infusion pump passed all testing with no alarms given. The customer's reported accuracy issue was unable to be confirmed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum a+ infusion pump. The reporter stated ¿error reported: infusion run on pump tester. Failed as results outside 5% tolerance." The event occurred at 11:43am during delivery accuracy test carried out by the customer. The pump was not tested at the user facility specific to the event and the device received its' most recent preventative maintenance on march 2021. There was no harm reported as a consequence of this event.

Event description:
The event involved a plum a+ infusion pump. The reporter stated ¿error reported: infusion run on pump tester. Failed as results outside 5% tolerance." The event occurred at 11:43am during delivery accuracy test carried out by the customer. The pump was not tested at the user facility specific to the event and the device received its most recent preventative maintenance on (B)(6) 2021. There was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.